Manufacturer narrative:
Component code: g03001. During the requested site visit, the field service representative (fsr) inspected the instrument, reseated the pinch tubing at the ict pinch valve, and replaced the dry tips, cuvette washer nozzles, and high concentration waste peristaltic pump tubing. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant result was not identified, therefore, the architect instrument, serial number (B)(6), was considered the likely cause. Return testing was not completed as returns were not available. The architect c16000 analyzer, serial number c1601376 service history review revealed no additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The 12-month search for similar complaints did not identify any trends related to the current complaint. The most recent product monitoring review for clinical chemistry systems found no systemic issue or trends for the issue associated with this ticket. A search for non-conformances was performed and there were no non-conformances related to the current complaint. The architect system operations manual and the architect c16000 system service and support manual, provide adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency of the architect c16000 analyzer, serial number (B)(6), was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier - multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported falsely depressed sodium (na) results on three patients generated on the architect analyzer. The results provided were: on (B)(6) 2021 sid (B)(6) na = 112mmol/l / 134 (reference range 133-146mmol/l); (B)(6) na = 117 / 143mmol/l; (B)(6) na = 113 / 139mmol/l. There was no reported impact to patient management.